Event description:
The customer reported a displayed overload fault error message. This error will likely result in a system shut down situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The high voltage cable was cleaned and regreased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.